Manufacturer narrative:
The impella cp has been returned for evaluation. The evaluation is underway and supplemental medwatch report will be submitted upon completion of the evaluation.

Event description:
The EU complainant reported a (B)(6) female presenting with cardiogenic shock after enduring a heart stop at home, during the night. Patient was resuscitated and impella cp was implanted. Patient was admitted to the intensive care unit where suction alarms were emitted. Procedure was successful; however, a tear in the arterial wall was identified by surgeon, upon closure. Surgical repair of artery was performed and patient was noted to be in stable condition.

Manufacturer narrative:
The impella cp was returned by the customer and a failure analysis investigation was completed. We are unable to confirm the cause of the reported vascular damage, as no abnormalities with the device that would have caused this were identified. A review the device history record and found no manufacturing issues or reworks associated with this pump. There are no other complaints associated with pumps from this lot. All introducers in this lot passed all inspection.